Manufacturer narrative:
The device remains functioning in the pt. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: as stated in the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the device has not been evaluated in the pending rupture or ruptured aneurysm population.

Event description:
In 2007, this patient was implanted with a gore excluder aaa endoprosthesis for the treatment of a ruptured aortic aneurysm. The next day, the patient was identified with a distal type I endoleak. The following day, a successful reintervention was performed to resolve the endoleak. The patient reportedly tolerated this procedure well.